Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited an average/integrated flow that was out of specification, and a gas leak was found in the primary pipe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the average/integrated flow being out of specification was damage to pressure reducer and a stuck tube, and the most probable root cause of the gas leak found in the primary pipe was damage to the s-shaped pipe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.